Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the nurse noted that the system controller became hot to touch at times and they observed potential burn marks on the pt's leg. The wound nurse noted on the right lateral thigh there is an area of intact dark maroon discolored skin in a linear shape similar to the system controller box. The nursing staff is concerned that the pt skin had prolonged contact with the system controller resulting in either a thermal injury or a deep tissue injury related to pressure. There are two areas in close proximity to each other measuring approximately 10 x 1.5 cm and 1 x 0.5 cm. There is no blistering or induration. The hospital will continue to monitor the right lateral thigh wound. The hospital staff was educated to avoid covering the system controller with blankets and to avoid direct contact with skin.

Manufacturer narrative:
The device remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.